Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type catheter extension set separated. The male adaptor end and both bifurcated ends were able to be pulled apart with very little force. The event occurred when the packaging was opened and the sample was taken out of the packaging; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.